Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by the hcp that the pt received an antenna and the device was updated 2015-12-21, and with coaching from the manufacturer representative (rep) the pt was having therapeutic benefit. The pt was seen (B)(6) 2016 for post-op follow up. The pt verified with adjustments that had been made they were doing better. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The patient's daughter reported her device was just replaced and she had no therapeutic benefit. She checked the patient programmer (pp) which showed all 4 programs were on 0.0 v. The patient never saw a manufacturer representative the day of surgery. The daughter called the doctor's office and they told her they had set all four programs between 2-3 v and she was wondering how the settings would have gone down all the way to 0.0 v. The patient's daughter turned up stimulation to 1.2 v and the patient was feeling stimulation in the bicycle seat region. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine the cause of the patient's settings changing to 0.0 v and the outcome of the event. If additional information is received, a follow-up report will be sent.